Manufacturer narrative:
(B)(4). The proper procedure for performing the downstream occlusion preventative maintenance test was explained to the customer. Upon further communication, the customer reported the pump was now passing downstream occlusion testing. The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump failed downstream occlusion testing. It was also reported this condition occurred during biomed testing, and there was no patient involvement.